Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did not received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.